Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/15/2016 and confirmed the reported loss of connection. No additional patient or event information is available.